Manufacturer narrative:
(B)(4). Visual examination of the returned product identified there is no visible fractures on the provisional bearing. There are gouges and indentations present all around the o.d. And within the i.d. The metal ring is still present within the i.d. Of the bearing. No other damage was noted during visual evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional bearing was broken. There was chipping around the edge. The procedure was able to be completed as planned. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.